Event description:
Upon surgery, it was discovered that the port of the lap band from surgery seven years earlier was disconnected. It is unclear when this may have occurred during the time since the earlier surgery. The physician performed an inspection of the band and surrounding tissue. The port was not attached to the band's port site. The port was not found or identified after evaluation for the piece in subcutaneous tissue and the abdomen laparoscopically. Multiple abdominal x-rays were taken and reviewed by the physician. The radiologist called the physician after reviewing the images reporting that there was no evidence of a retained band piece. This gastric band was an older model that has since been recalled.